Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the cover; otherwise the unit appeared to be in good physical condition. All knobs and switches functioned properly, however, the unit failed the endostat iii return evaluation procedure in that the front panel did not illuminate and no rf activation was achieved when the foot switch was depressed. It was found that two field-effect transistors (fets) had failed, and when these were replaced the unit passed the endostat iii return evaluation procedure. The condition of the returned device was consistent with the complaint that there was "no output power from [the] endostat"; the complaint was confirmed. The reported device failure was likely due to long or extended use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure (procedure date unknown). According to the complainant, the system failed to deliver energy. The console was set to 300 ohms in the monopolar mode with grounding pads connected to the patient plate input, and the account alleged no malfunction of the endostat iii foot switch that was used in conjunction with this generator. The procedure was completed with a competitor's device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure (procedure date unknown). According to the complainant, the system failed to deliver energy. The console was set to 300 ohms in the monopolar mode with grounding pads connected to the patient plate input, and the account alleged no malfunction of the endostat iii foot switch that was used in conjunction with this generator. The procedure was completed with a competitor's device.